Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the rv lead integrity alert triggered. It was noted the rv pace lead impedance has rose from a range of 450 ohms around (B)(6) 2015 to 656 ohms around (B)(6) 2015 and a lead integrity alert (lia) warning occurred for increased sensing integrity counter (sic) count and 2 or more high rate-non sustained episodes <(><<)>220ms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and had a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.